Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic wedge/segmental resection, at the first firing, the device was able to be fired without problems, but when trying to fire at the second firing, the device could not be fired. The reload was replaced, but the device could not be fired. When the handle was replaced, the device was able to be fired. There was no patient injury.